Event description:
It has been reported that the bd syringe¿ with needle has been found experiencing 300 cases of discoloration before use. The following has been provided by the initial reporter: it's found that package discoloration after unwrapped the ret package.

Manufacturer narrative:
Investigation summary: bd has been provided with samples for catalog 301940 lot 1803215 to investigate for this record. Bd has identified the yellowed part of the blister as burnt film produced during the sealing process. As a result, bd was able to verify the reported issue. The burnt film was produced in the sealing die during the primary packaging process. The sealing process works with temperatures around 150ºc, for that reason there is a water refrigeration system to avoid damaging the unit package. Bd concludes that a punctual failure in that system, produced an ineffective refrigeration of the sealing die, so during a stoppage of the machine, the film of the blister gets burnt and produced the reported issue. This a cosmetic defect which has no risk to the health because the yellowed film do not affect the sealing properties of the primary packaging of the product. Considering our in-coming and in-process inspection, no corrective actions are required at this time. We can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection, no actions are required.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd syringe¿ with needle has been found experiencing 300 cases of discoloration before use. The following has been provided by the initial reporter: it's found that package discoloration after unwrapped the ret package.